Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance, difficulty to remove and stretched coils appear to be related to operational circumstances of the procedure. In this case, based on the reported information and photo provided by the account, during advancement the guide encountered resistance with the heavily calcified, heavily tortuous anatomy causing the difficulty to advance and difficulty to remove. Manipulation against resistance during retraction likely resulted the reported stretched coils during retraction. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified, heavily tortuous, left anterior descending (lad) artery. A 014 ht versaturn guide wire (gw) was advanced to the lesion with resistance. A drug eluting stent (des) delivery system was advanced over the guide wire. Upon removal of the gw, resistance was met with the stent delivery system and the coils stretched. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.